Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump was not vibrating when alerts and alarms were declared. The customer's blood glucose level was not reportedly impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.